Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/28/2010, 06/10/2010, 06/14/2010 and 06/15/2010 by phone, fax, and mail. A completed questionnaire was received on 06/11/2010. (B) (4). (B) (4).

Event description:
Adverse event(s): "hyperopic surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no known device problem [iol (intraocular lens) implant]). A surgeon reported a patient with a hyperopic surprise following intraocular lens (iol) implant surgery. The patient had an aggressive radial keratotomy (rk) procedure in 1993 and patient had dramatic fluctuations in visual acuity prior to and after iol implant surgery as a result of the rk. In a follow up, the surgeon reported the patient had an iol piggyback procedure and is doing much better. The surgeon is not blaming the iol for the refractive surprise. He stated his foregoing conclusion is that it was due to the rk procedure and unstable cornea. The surgeon stated the patient's vision would fluctuate up to four diopters daily, but averaged 3 diopters. The fluctuations started before the cataract surgery.